Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Tvt registry the information was received in a de-identified format from a third-party post-implant device registry, the society of thoracic surg eons/american college of cardiology transcatheter valve therapy [tvt] registry. Under the terms and conditions of the registry, anonymized patient demographics details and limited details were provided regarding the adverse events and outcomes, including time-to-e vent references in the number of days from the initial device implant procedure for reported observations. The reported event information did not include any device-specific identifying information, location where the events occurred or the specific dates of device implant procedures or events subsequently associated with the device or procedure. Without such information, it cannot be determined if any of these events were previously reported to medtronic or the FDA maude database, or if any devices were returned to medtronic for analysis. The event date reported here is the first day of the registry¿s quarterly reporting period, and the date of this report is the date the information was received by medtronic. Because the device serial number is not reported, a review of device history records could not be performed. It was not reported whether the device remains implanted or was surgically explanted/replaced. A supplemental report will be filed if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a surgical repair or replacement of a transcatheter aortic valve was performed 34 days after the initial valve implant due to device migration. The initial valve implant was reported as successful, with a post-implant observation of trace/trivial aortic insufficiency and mild paravalvular leak on day three post-implant. An unspecified other procedure was performed concurrent to the valve implant. The patient was discharged on day five post-implant. The patient was readmitted for non-valve related issues on days 18 and 29 post-implant; severe aortic insufficiency and severe paravalvular leak was observed on day 29. No additional details were provided following the re-intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.